Event description:
Per customer complaint form: inbound. Patient reported remodulin cassette had cadd legacy pump alarm, ? No disposable." It was reported that they took out batteries and pump restarted with same cassette. No lot number was reported. The patient is also on tyvaso. No further details provided.